Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedances on electrodes 8-10, 13-15. Impedances were 1101 on electrodes 11/12, which were being used so she received successful stimulation. Patient was having surgery for normal eri. Information was received from the rep. Upon interrogation of the ins during their ins replacement, they found all electrodes >10,000 ohms except for 11 & 12. The caller had inquired if lead should be replaced today. Patient was programmed to electrodes 10,11,12,13 and 11 ,12,14 electrodes. Patient indicated no loss of therapy and was feeling stimulation. Caller would reach out to pacemaker rep and discuss w/ physician about replacing lead.